Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Generator information listed below: product description: evoke closed loop stimulator (cls). Model # : 102901. Catalog#: 3042. Serial/lot #: (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray revealed a lead migration. Additionally, the patient reported prolonged charging times and heat sensation at the evoke closed loop (cls) implant site since implantation. A full system revision was performed to resolve the reported event.

Manufacturer narrative:
Additional information: section d4 - expiration date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The evoke closed loop stimulator (cls) was returned to saluda. The set screw of the cls was observed to be upside-down and fully seated during visual inspection. The cls passed all functional testing. No temperature errors or issues were identified during the device log review. The evoke lead was not returned to saluda. A root cause for the charging burden and lead migration could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement)" as a result. The evoke scs system surgical guide details proper lead and cls connection including, "when satisfied that the leads are correctly inserted, use the torque wrench (supplied in the cls kit) to tighten the setscrew on each port until you hear a "click". The manufacturing records were reviewed and product met all requirements for release. Cls information listed below: manufacture date: 08jul2024. Expiration date: 22aug2026.